Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient experienced a low blood glucose level of 22 mg/dl. The source of the glucose reading was not specified. The patient attempted to raise the glucose level by eating but ultimately called an ambulance and was transported to the emergency room, where they remained from (B)(6) to (B)(6). Reported symptoms included low blood glucose, cold sweats, difficulty concentrating, and muscle spasms. In the emergency room, the pod was removed, and the patient was treated with glucose and kept under observation. The patient's care was provided at (B)(6).